Event description:
It was reported that an acromion plate broke post-op. The patient had a second procedure to remove the plate, and it was replaced with a different mini fragment plate (manufacture unknown). No delay or other patient consequences were reported.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned devices, 6 hole scapula acromion plate, right (part number pl-sa06r, batch number 512062), 4.0mm x 26.0mm cancellous screw (part number ca-4260, batch number 201264), 4.0mm x 24.0mm cancellous screw (part number ca-4240, batch number w63031), 3.0mm x 12mm locking hexalobe screw (part number 30-0280, batch number 317351), 3.5mm x 14mm locking hexalobe screw (part number 30-0235, batch number 612059), 3.5mm x 16mm locking hexalobe screw (part number 30-0236, batch number 608391), and 3.5mm x 26mm locking hexalobe screw (part number 30-0241, batch number 532187) were examined visually under magnification. All the included screws showed at least some damage to the head recess, with many having significant scratching and deformation around the edes of the hex or hexalobe recess feature. Some screws had debris lodged inside of the recess as well that appeared to be similar to dried blood or tissue. All locking screws but the 3.0mm x 12mm locking hexalobe screw showed some stripped threads around the transitional area between the locking threads and shaft, with flattened and shiny deformed thread crests. No other significant observable damage on the remainder of the screws. The returned scapula plate was fractured across the most distal slot feature. The fractured surface was transverse to the primary axis of the plate shaft where the slots are located. The fractured surfaces were gritty and dull in texture and appearance, indicating fracture due to a single overload event. The surfaces of the plate had scratches as well and the threaded holes show deformed threads. It is not possible to know what of the observed damage occurred during implantation versus removal of the implants. It is possible that a secondary trauma to the scapula occurred during the healing period, causing the breakage of the plate between the primary and secondary surgical interventions. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.